Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination. The touchscreen was tested, and the technician was unable to confirm the touchscreen misalignment. The touchscreen flex circuit successfully passed all resistance tests.

Event description:
Philips received a complaint on the v60 indicating that there was a touchscreen misalignment. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The manufacturer's product support engineer (pse) performed periodic maintenance at the repair center, and further evaluation of the device revealed that there was a touchscreen misalignment issue. The pse calibrated the touchscreen, but the issue remained. The pse then replaced the touchscreen, cleaned the device, performed testing, and verified that the issue was resolved as no malfunction was confirmed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.